Event description:
It was reported the customer was hospitalized for diabetic ketoacidosis in (B)(6) of 2014. Customer's blood glucose at the time of admission was unknown. The customer stated their blood glucose read high. The customer also stated they were hospitalized because insulin was not being absorbed into their body. Customer attempted to treat their blood glucose with manual injections and bolus deliveries prior to being hospitalized. The customer stated they were in the intensive care unit for three days with treatment of an insulin drip for their high blood glucose. The customer also stated they had excessive no delivery alarms on their insulin pump. Customer stated their insulin pump was functional at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.